Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of previous days of device data showed a pattern of excessive use of the pause insulin feature and glucose variability indicating over-treatment of lows. On the day of the event, insulin dosing was paused by the user for four hours, which allowed the glucose level to rise and prompted insulin dosing upon resumption. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by increased correction insulin dosing delivered in response to hyperglycemia that developed after dosing was paused by the user for a prolonged period.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported being hospitalized after announcing a meal using the ilet system, stating they believed it was a small meal due to snacking. Ems was called, and the user was admitted to the hospital after losing consciousness and experiencing a headache. The user received dextrose IV treatment while hospitalized. They were discharged on (B)(6) 2024. Additionally, the user's nurse practitioner reported to the cds that the user had consumed a large amount of tequila prior to the hospitalization.